Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for melted teflon pad. The teflon pad was found melted, charred and partially separated from the jaw, exposing metal underneath the pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual states that to avoid this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a neck dissection procedure, the teflon pad melted while the physician was performing a seal and cut. There was no report of patient injury or device fragment falling into the patient. The procedure was completed using another tb-0009of device.